Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; inflating the cuff with 5cc of air. It was noted that the cuff was asymmetrical as a result. Balloon was manipulated and the whole cuff inflated. This was conducted four additional times, all inflating cuff completely. Symmetry was 47.36 percent, which is within specification of 33.3 percent as the minimum required. The reported customer complaint was not confirmed. And while no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical portex bivona tts cuffed pediatric with v neck flange tracheostomy tube cuff balloon would not inflate while in use with a nicu patient. Subsequently, a tracheostomy change out was required. There were no adverse patient effects.